Event description:
It was reported that the customer has a failed self test alarm on the insulin pump. Customer's blood glucose level was 50 mg/dl. Customer stated that he was walking through his work place when the alarm occurred. Customer stated that the alarm occurred during the rewind/prime sequence. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test with no alarm. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.